Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she noticed her blood glucose was high and when she looked at the insulin pump to bolus, she found that the display was blank. The customer did not know how long the display had been blank for. Blood glucose value was 400 mg/dl. Customer declined troubleshooting. She stated her blood glucose was high and would have to call back.